Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of the defendants' trapease filter on or about (B)(6) 2006, in (B)(6). The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, ivc thrombosis and treatment for this complication. As a direct and proximate result of these malfunctions, the patient suffered and will continue to suffer significant medical expenses and suffering, and other damages.   The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Neither blood clots, clotting nor thrombus within the vessel (or in the filter) represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The product¿s instructions for use (IFU) indicate that filter obstruction and thrombus formation are potential complications of filter implantation. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.     Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the plaintiff underwent placement of defendants' trapease filter on or about (B)(6) 2006, in (B)(6). The filter subsequently malfunctioned and caused injuries and damages to the plaintiff, including, but not limited to, ivc thrombosis and treatment for this complication. As a direct and proximate result of these malfunctions, the plaintiff suffered and will continue to suffer significant medical expenses and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease filter. The information received indicated that the filter malfunctioned and caused injuries and damages to the patient, including, but not limited to, ivc thrombosis and treatment for this complication. The patient is also reported to have experienced clotting, occlusion of the inferior vena cava, increase in collateral vessels along the lower abdominal wall, pain, redness, swelling, and the patient is reported to continue to experience anxiety related to the device. The indication for the filter implant was recurring pulmonary embolus (pe) and can no longer take anticoagulation. The device was implanted via the right common femoral vein, the filter was deployed at the appropriate location with good wall apposition. A vena-cavogram performed prior to deployment showed normal anatomy. The notes indicate that the patient tolerated the procedure well. There is currently no additional information available and the patient¿s medical history has not been provided. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clotting and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the implant or procedural films and post-implant imaging available for review, the reported events and a device malfunction could be confirmed. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Swelling, pain, redness, collateral vessels and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device; however, there are patient and pharmacological factors that may contributed to the reported events. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.